Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: uterus'), genital haemorrhage ('abnormal bleeding (general)') and intestinal obstruction ('gastrointestinal or digestive system condition type: impacted bowels') in an adult female patient who had essure (batch no. 626684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and attention deficit disorder. Concurrent conditions included overweight, segmental diverticular colitis and hemorrhagic cyst. On (B)(6) 2008, the patient had essure inserted. In june 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), intestinal obstruction (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vulvovaginal pain ("vaginal pain"), migraine ("migraines / headaches"), nausea ("nausea"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"), constipation ("gastrointestinal or digestive system condition type: constipation") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd") and was found to have weight increased ("weight gain/loss(specify which one): weight gain"). On an unknown date, the patient experienced pelvic discomfort ("discomfort"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, genital haemorrhage, intestinal obstruction, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, pelvic discomfort, vulvovaginal pain, migraine, nausea, weight increased, irritable bowel syndrome, constipation and gastrooesophageal reflux disease outcome was unknown. The reporter considered abdominal pain, constipation, device expulsion, gastrooesophageal reflux disease, genital haemorrhage, intestinal obstruction, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the plantiff claims that "most, if not all symptoms" decreased soon thereafter following essure removal. Patient had used condoms from 2003 to 2008 for contraception and discontinued after essure occlusion confirmed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Confirmed tubes were closed.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: uterus'), genital haemorrhage ('abnormal bleeding (general)') and intestinal obstruction ('gastrointestinal or digestive system condition type: impacted bowels') in a 31-year-old female patient who had essure (batch no. 626684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and attention deficit disorder. Concurrent conditions included overweight, segmental diverticular colitis, hemorrhagic cyst, asthma, multiple allergies and neuralgia. Concomitant products included alprazolam (xanax), ibuprofen and topiramate. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), intestinal obstruction (seriousness criterion medically significant), pelvic pain ("pain,pelvic pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vulvovaginal pain ("vaginal pain"), migraine ("migraines / headaches"), nausea ("nausea"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"), constipation ("gastrointestinal or digestive system condition type: constipation") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd") and was found to have weight increased ("weight gain/loss(specify which one): weight gain"). On an unknown date, the patient experienced pelvic discomfort ("discomfort"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on 8-oct-2013. At the time of the report, the device expulsion, intestinal obstruction, pelvic discomfort, migraine, weight increased, constipation and gastrooesophageal reflux disease outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, vulvovaginal pain, nausea and irritable bowel syndrome was resolving. The reporter considered abdominal pain, constipation, device expulsion, gastrooesophageal reflux disease, genital haemorrhage, intestinal obstruction, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the plantiff claims that "most, if not all symptoms" decreased soon thereafter following essure removal. Patient had used condoms from 2003 to 2008 for contraception and discontinued after essure occlusion confirmed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Confirmed tubes were closed.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Outcome of pelvic pain, abdominal pain, vaginal pain, nausea, abnormal bleeding (menorrhagia) was changed from unknown to recovering/resolving. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: uterus'), genital haemorrhage ('abnormal bleeding (general)') and intestinal obstruction ('gastrointestinal or digestive system condition type: impacted bowels') in a 31-year-old female patient who had essure (batch no. 626684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and attention deficit disorder. Concurrent conditions included overweight, segmental diverticular colitis and hemorrhagic cyst. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), intestinal obstruction (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vulvovaginal pain ("vaginal pain"), migraine ("migraines / headaches"), nausea ("nausea"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"), constipation ("gastrointestinal or digestive system condition type: constipation") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd") and was found to have weight increased ("weight gain/loss(specify which one): weight gain"). On an unknown date, the patient experienced pelvic discomfort ("discomfort"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, genital haemorrhage, intestinal obstruction, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, pelvic discomfort, vulvovaginal pain, migraine, nausea, weight increased, irritable bowel syndrome, constipation and gastrooesophageal reflux disease outcome was unknown. The reporter considered abdominal pain, constipation, device expulsion, gastrooesophageal reflux disease, genital haemorrhage, intestinal obstruction, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the plantiff claims that "most, if not all symptoms" decreased soon thereafter following essure removal. Patient had used condoms from 2003 to 2008 for contraception and discontinued after essure occlusion confirmed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Confirmed tubes were closed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: uterus'), genital haemorrhage ('abnormal bleeding (general)') and intestinal obstruction ('gastrointestinal or digestive system condition type: impacted bowels') in an adult female patient who had essure (batch no. 626684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and attention deficit disorder. Concurrent conditions included overweight, segmental diverticular colitis and hemorrhagic cyst. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), intestinal obstruction (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vulvovaginal pain ("vaginal pain"), migraine ("migraines / headaches"), nausea ("nausea"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"), constipation ("gastrointestinal or digestive system condition type: constipation") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd") and was found to have weight increased ("weight gain/loss(specify which one): weight gain"). On an unknown date, the patient experienced pelvic discomfort ("discomfort"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, genital haemorrhage, intestinal obstruction, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, pelvic discomfort, vulvovaginal pain, migraine, nausea, weight increased, irritable bowel syndrome, constipation and gastrooesophageal reflux disease outcome was unknown. The reporter considered abdominal pain, constipation, device expulsion, gastrooesophageal reflux disease, genital haemorrhage, intestinal obstruction, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the plantiff claims that "most, if not all symptoms" decreased soon thereafter following essure removal. Patient had used condoms from 2003 to 2008 for contraception and discontinued after essure occlusion confirmed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Confirmed tubes were closed. Most recent follow-up information incorporated above includes: on 15-aug-2019: pfs received : lot number was added. Previously reported event injury nos was replaced with ¿migration of essure device: uterus¿. New events - pelvic pain, abdominal pain, vaginal pain, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nausea, pain, weight gain, gastrointestinal or digestive system condition type: constipation, ibs, gerd, impacted bowels, discomfort were added. Severity of events ¿ pelvic pain, vaginal pain, abdominal pain¿ were updated as ¿severe¿. Reporter information, patient demography, lab data, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: uterus'), genital haemorrhage ('abnormal bleeding (general)') and intestinal obstruction ('gastrointestinal or digestive system condition type: impacted bowels') in an adult female patient who had essure (batch no. 626684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and attention deficit disorder. Concurrent conditions included overweight, segmental diverticular colitis and hemorrhagic cyst. On (B)(6) 2008, the patient had essure inserted. In june 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), intestinal obstruction (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vulvovaginal pain ("vaginal pain"), migraine ("migraines / headaches"), nausea ("nausea"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"), constipation ("gastrointestinal or digestive system condition type: constipation") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd") and was found to have weight increased ("weight gain/loss(specify which one): weight gain"). On an unknown date, the patient experienced pelvic discomfort ("discomfort"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, genital haemorrhage, intestinal obstruction, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, pelvic discomfort, vulvovaginal pain, migraine, nausea, weight increased, irritable bowel syndrome, constipation and gastrooesophageal reflux disease outcome was unknown. The reporter considered abdominal pain, constipation, device expulsion, gastrooesophageal reflux disease, genital haemorrhage, intestinal obstruction, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the plantiff claims that "most, if not all symptoms" decreased soon thereafter following essure removal. Patient had used condoms from 2003 to 2008 for contraception and discontinued after essure occlusion confirmed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Confirmed tubes were closed.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-aug-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: uterus'), genital haemorrhage ('abnormal bleeding (general)') and intestinal obstruction ('gastrointestinal or digestive system condition type: impacted bowels') in a 31-year-old female patient who had essure (batch no. 626684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, attention deficit disorder, ovarian pain, epigastric pain, colitis, depression, stress incontinence, herpetic stomatitis, wart, loose stools, candidiasis and retroverted uterus. Concurrent conditions included overweight, segmental diverticular colitis, hemorrhagic cyst, asthma, multiple allergies and neuralgia. Concomitant products included alprazolam (xanax), ibuprofen and topiramate. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), intestinal obstruction (seriousness criterion medically significant), pelvic pain ("pain,pelvic pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vulvovaginal pain ("vaginal pain"), migraine ("migraines / headaches"), nausea ("nausea"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"), constipation ("gastrointestinal or digestive system condition type: constipation") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd") and was found to have weight increased ("weight gain/loss(specify which one): weight gain"). On an unknown date, the patient experienced pelvic discomfort ("discomfort"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, intestinal obstruction, pelvic discomfort and weight increased outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, vulvovaginal pain, nausea and irritable bowel syndrome was resolving and the migraine, constipation and gastrooesophageal reflux disease had not resolved. The reporter considered abdominal pain, constipation, device expulsion, gastrooesophageal reflux disease, genital haemorrhage, intestinal obstruction, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the plaintiff claims that "most, if not all symptoms" decreased soon thereafter following essure removal. Patient had used condoms from 2003 to 2008 for contraception and discontinued after essure occlusion confirmed. The essure implant was placed in the right fallopian tube first with 4 coils visible following placement. The essure was then placed into the left fallopian tube and while initially retracting back the sheath the coils popped out prematurely and approximately 10 to 12 coils were visible inside the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Confirmed tubes were closed.. Ultrasound pelvis - on (B)(6) 2012: left essure device noted. The right is not demonstrated, but was more peripheral on the hysterosalpingogram. Ultrasound scan - on (B)(6) 2013: a retroverted uterus with a displaced essure on the left side (pushing into endometrium). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, abdominal pain, constipation, irritable bowel disease, overweight, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received: previously reported events "constipation, gerd" outcome updated to "not recovered/not resolved", lab data added. On (B)(6)2019: process with fu (6). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.